Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with the following physical damage: corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown. During troubleshooting, the customer was able to clear the alarm and rewind the device. The insulin pump was returned for analysis.